Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on radius side assessed as surgical impact opening, observed broken and opening on anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. (Shell thickness within specification). Additional observations: ¿ observed creases on the device. ¿ observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture confirmed via imaging. The device has been explanted and replaced.

Manufacturer narrative:
Continued: h6- health effect impact code: f1905. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture confirmed via imaging. The device has been explanted and replaced.